Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed a non-sustained right ventricular oversensing (nsrvo) episode on the implantable cardioverter defibrillator (ICD) due to post-paced t-wave oversensing (pptwos). Programming changes were made. There were no patient consequences.